Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a damage in the femoral marker. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a positive lead disconnect from the face of the transducer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 29apr2016. It was reported that lost image occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to view an unspecified target lesion; however, it was noted that lost image occurred. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's condition is good. However, device analysis revealed a damage at the femoral marker/marker flakes off.